Manufacturer narrative:
A review of the device history record (DHR) for lot number 172840092 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Manufacturing performs 100% leak testing which would identify this issue in the catheter assembly. One (1) used uvc catheter, which came inside a generic plastic bag, was received for evaluation. Visual inspection was performed and no issue related to the reported condition could be observed. Under water test was performed and a leak below the strain relief could be identified in the catheter. The event reported was confirmed. It is important to consider that the instructions for use warn: [exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break... Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. In addition the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli]. Based on the available information, it can be concluded that product was manufactured according to specifications. Therefore, the most probable root cause can be considered as misuse. The catheter was most likely damaged during use due to inappropriate manipulation by the user. The reported customer complaint is confirmed. The root cause could not be determined. The most probable root cause was determined to be inappropriate manipulation by the user (misuse). An open CAPA is currently in the investigative stages for leaks on the uvc. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the catheter was cracked and was leaking on the infant.